Manufacturer narrative:
Service history record review updated to one (1) year with no previous return or no previous reported issues

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on, however, lines on the display were present. The unit was functionally tested and it was found that the lcd display was damaged. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported by the customer the unit has streaks across the lcd display. Additional information received stated the lines are obstructing the values from being seen. It was also stated it is unknown if the values are correct or if there was any error message or alarm, or if the unit can engage in active patient monitoring. There was no known impact or consequence to patient.